Event description:
It was reported that a flogard infusion pump experienced a constant occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Functional testing identified the reported downstream occlusion alarm. The cause of the alarm was determined to be a damaged latch roller. In order to address this condition, the latch roller was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.